Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the flexvision monitor was unable to display. Review of the log files shows possible flexvision error, flexvision monitor unable to display. Upon troubleshooting the philips field service engineer (fse) checked the system onsite and found that the barco flexvision display was not producing video output, external monitor connected to the flexvision output also displayed no signal. The philips remote service engineer (rse) recommended connecting an external monitor to the video matrix switch output to check for a frontal live feed. Based on this suggestion, the fse suspected of a faulty component within the flexvision pc due to the continued absence of video output. To resolve the issue, the fse replaced the flexvision pc, reconfigured the flexvision, downloaded the board software, and restored the system using a previous ghost backup. The defective part was sent for analysis, for flexvision pc no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was unable to display.no harm was reported to philips. Philips has started an investigation of this complaint.